Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient's ins was replaced to due normal battery depletion in 2015. During this replacement one lead was replaced because the lead stopped working. The hcp believes the lead was replaced due to high impedances and he thinks the lead fractured. No further complications were reported. No patient symptoms were reported.